Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5150557.

Event description:
It was reported that the patient sustained pseudoaneurysm during implant with agilis steerable catheter. No further information was provided.